Event description:
Patient in surgery to have a femur fixation. Sedated and intubated patient was moved to an osi fracture table. The wrong perineal post was in room and did not fit the fracture table. The patient was petite. Her heels just reached the bottom part of fracture table. One nurse was looking for correct perineal post. Another nurse left room to get supplies without using the safety strap that was on the fracture table. The patient fell off the table onto the ground.